Event description:
Customer reportedly received results of 64 mg/dl and 162 mg/dl within 10 minutes on the advantage system. Customer also reportedly received results of 500 mg/dl and 100 mg/dl within 10 minutes on the advantage system for the same pt. The customer did not provide the location where the discrepant results were obtained. No adverse event reported. No quality controls were used. Requested return of suspect device and replacement was sent.